Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a palmaz stent but the catalog and lot numbers are not available. The article was published in 2002 and no additional information is available. The device remains implanted and is not available for evaluation. The citation is as follows: mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52 as reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery for congenital stenosis of a pulmonary artery, a patient developed significant hemoptysis which required subsequent lobectomy to control bleeding. Despite this, the patient died one week after implantation of the stent. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Hemoptysis was the result of a pediatric study to assess changes in morbidity and mortality over the last two decades where a retrospective analysis of all patients who had undergone repair of tetralogy of fallot and some patients with congenital stenosis of the branches of the pulmonary trunk. The mean age was 12.2 years, and the mean weight was 38 kg. One of the causes of hemoptysis was most likely attributed to the patients pre-existing congenital medical condition that resulted in involvement in the study. However, the use of the palmaz stent is off label usage as the device is not indicated for pediatric usage. According to the safety information in the instructions for use the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. To assure full expansion, inflate to at least the nominal pressure recommended on the catheter label. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery for congenital stenosis of a pulmonary artery, a patient developed significant hemoptysis which required subsequent lobectomy to control bleeding. Despite this, the patient died one week after implantation of the stent.